Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the ultrasound connector body broken, the operation channel (primary) buckled, the insertion flexible tube buckled, the us connector cable (long) buckled, the us connector/junction cable (short) buckled, the distal end with ccd module/us probe cracked, the bending rubber gluing missing, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the insertion flexible tube bump, and the deflector wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.